Event description:
It was reported that several days post implant a lead dislodgement was suspected. During the lead revision there was difficulty advancing and retracting the helix and the helix popped in and out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and there was apparent explant damage. Visual analysis indicated that the photograph taken of the helix, showed that the helix was bent down and blood/tissue was visible on the helix.